Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a routine follow up, loss of capture at high output on the lv lead and phrenic nerve stimulation were observed. The lead was explanted and replaced. Patient was discharged.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lv lead was dislodged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.